Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the device fractured approximately 2.2 inches from the proximal head through the superior prehension hole. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fracture surfaces associated with the neck and stem are shown in figures 3 and 4, respectively. Based on macroscopic features, the regions of the two origins, final fracture and the approximate directions of fracture propagation were illustrated in figure 4. The fracture originated approximately along the rim of the inner wall of the prehension hole and propagated medially for both of the origins. The fracture propagation of o1 overlapped the fracture propagation of o2 approximately 0.28 inches from the lateral side of the fracture surface. A view of the prehension hole associated with the neck is shown in figure 5. The neck was analyzed under a scanning electron microscope (sem) for further evaluation. The material analysis report concluded that: the exeter stem fractured in fatigue with the origins at or near the rim of the superior prehension hole. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated that: cup malposition in absent anteversion as evident on x-ray contributes to overload in the arthroplasty bearing section starting fatigue build-up and ending in fatigue fracture of the stem neck as confirmed by the mar findings device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the cause of this event was determined to be cup malposition in absent anteversion as evident on x-ray contributes to overload in the arthroplasty bearing section starting fatigue build-up and ending in fatigue fracture of the stem neck. There is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient presented with stem fracture and was revised.

Event description:
Patient presented with stem fracture and was revised.